Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a routine check. It was noted that several non sustained oversensing events determined to be post paced t wave oversensing were observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: section h6 - health effect impact code should have been "4641 - unexpected medical intervention" instead of " 2199 - no health consequences or impact".